Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting ECG "c" and "d" pulled from the strain relief, damaging trunk cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that the damaged belt caused or contributed to the patient's death as the patient was in a non-treatable rhythm at the time of device deactivation. No adverse event resulted from the strained cable.

Event description:
During an investigation for an unrelated issue a reportable malfunction was found with electrode belt sn (B)(4).